Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer having a hard time hearing the volume of the insulin pump run a test on volume there was no difference on the volume. The customer¿s blood glucose was 185 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. The device was programmed with a test guardian 3 link and a test plug. The device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated to the programmed test values properly and displayed correctly on the display graph. The device was monitored for three (3) days while connected to the test sensor and plug and entered auto mode properly. No unexpected sensor updating/sg value not available alerts noted during monitoring period. The pump sensor feature is working properly.